Event description:
On (B)(6) 2012, the lay-user/patient's sales representative contacted lifescan through email from (B)(4) alleging the one touch verio iq meter was reverting to the set up mode. The patient's sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed the meter reverted to the set up mode. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.